Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to implant site. Even though no such event, like an accident, is mentioned in the patient report. This is a final report.

Event description:
The device was explanted but the reason is unknown. According to received information from the field the failure of the device was spontaneously discovered during a fitting session. It was impossible to establish connection with the internal device. No trauma was reported by the parents.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted but the reason is unknown. According to received information from the field the failure of the device was spontaneously discovered during a fitting session. It was impossible to establish connection with the internal device. No trauma was reported by the parents.